Event description:
It was reported that one of the boxes of a 1000ml evacuated container was delivered broken. It was observed that the container was shattered upon receiving the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the device was broken. The reported condition was verified. A shipping evaluation was performed, and the cause of the reported condition was determined to a due to handling during shipment. Should additional relevant information become available, a supplemental report will be submitted.